Event description:
A non-healthcare professional reported that the cutter was not aspirating or cutting, and bubbles were seen forming at the tip at an unknown timing of vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).